Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the reason for call was the patient stated they were having trouble with their medtronic equipment specifically the handset. The patient stated a lot of times, it would say "no pump found" and when it does finally pick it up and start working it would also dump it right in the middle to say "no pump found." The patient also stated that when they were hitting 91% it would freeze for several seconds. The agent had the patient try to connect to pump while on call. The patient was able to successfully connect to their pump during the call. The agent also had patient toggle airplane mode on and off and successfully connected a second time. The patient would monitor and call back if issue persisted. Additional information was received from the patient who reported that the app showing ¿no pump found¿ and freezing after hitting 91% was not resolved. They were just putting up with it. Per the patient, no other diagnostics/troubleshooting other that what was done during call was performed. With regards to the cause, the patient noted, ¿maybe communicator needs replaced if it keeps doing it.¿ with regards to the request for logs, the patient indicated, ¿can¿t ¿ tried to, wouldn¿t connect.¿